Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and the right atrial (ra) lead exhibited a failed atrial lead position check. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.